Event description:
On 06/20/2024, it was reported by a sales representative via email that seven ar-7288t fibertape sternal closure appeared loose and unraveled. The surgeon attempted to use them; however, they tore an inch or two behind the needle. This was discovered during a procedure on (B)(6) 2024. Additional information received on 7/1/2024: this was discovered during a CABG procedure. The case was completed by replacing all the ar-7288t fibertape sternal closure with ar-7288 fibertape sternal closure. Everything was removed from the patient and the case was delayed between two to three minutes. The sales representative does not know if additional anesthesia was administered. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. 1 unpackaged, and two sealed, ar-7288t, batch 15198180, were received for evaluation. Visual inspection noted that the seal of one box was broken, but the other two were intact. Functional testing revealed that the assembly of the needle of the tigertape¿ sternal closure was placed incorrectly according to drawing c20810. The most likely cause for the reported failure can be attributed to a manufacturing issue.